Event description:
It was reported that during use of the bd posiflush¿ xs pre-filled flush syringe after injecting a few mls of saline the plunger becomes very stiff and feels "stuck" to the barrel. This occurred on 20 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: plunger seal released as normal, after injecting a few mls of saline, the plunger becomes very stiff and feels "stuck" to the barrel, causing the need for a new posiflush. No lot numbers have been kept. Will monitor and keep wrappers and lot numbers of any future issues.

Manufacturer narrative:
H.6. Investigation: our quality engineer was unable to verify the reported complaint. Photos or samples are not available for analysis, therefore it was not possible to verify this complaint as being generated by manufacturing process. DHR could not be performed due to unknown lot#. H3 other text : see h.10

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the bd posiflush¿ xs pre-filled flush syringe after injecting a few mls of saline the plunger becomes very stiff and feels "stuck" to the barrel. This occurred on 20 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: plunger seal released as normal, after injecting a few mls of saline, the plunger becomes very stiff and feels "stuck" to the barrel, causing the need for a new posiflush. No lot numbers have been kept. Will monitor and keep wrappers and lot numbers of any future issues.